Event description:
While unplugged for patient transport, the pump reportedly quit working without sounding a low battery alarm. The pump had been in use infusing versed, norcuron and morphine at unspecified rates. The pump was unplugged to transport the patient. After approximately 10 minutes, all three pump channels "died" and the infusions stopped. The nurse plugged the pump back in, re-programmed it and kept it in use, thinking that it would charge sufficiently. Later that day, the pump again needed to be unplugged for patient transport. The same scenario occurred. A new pump was obtained and the infusions were re-started. The infusions were not delayed long enough to allow the patient to awaken and become restless, therefore, no adverse effects were observed. Additional information has been requested from the user facility but has not been received.

Manufacturer narrative:
Testing and investigation confirmed the reported complaint of "dead battery and not getting charged." The supplier's battery failed due to missing silicon oil in the valve assembly. The lack of oil caused the valve to function correctly for a few times only and then fail with the valve stuck in the open position. This failure caused oxygen to enter into the battery housing and oxidize the active plates and resulted in a sudden loss of battery capacity. The supplier's valve mfg process and test equipment problems have been corrected.